Manufacturer narrative:
A ge service rep performed an onsite investigation. The interconnect cable connector was repaired during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system turning of and shut down without command. There was no pt injury or death reported.